Manufacturer narrative:
On 3/2/10, the customer reported that there were broken pins on the battery pca. The unit was evaluated at philips and the repair technician reported that the unit failed to power up. The philips repair technician replaced the battery pca which resolved the failure.

Event description:
The customer reported that there were broken pins on the battery pca.